Manufacturer narrative:
The reported events of helix cannot be retracted or extended properly and failure to capture were confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The cause of the reported events was isolated to the blood/tissue clogging the helix and the over torqued inner coil consistent with procedural damage. No other anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial to be implanted exhibited high capture thresholds and failure to extend and retract helix. The atrial lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.